Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a customer called in during procedure to report recurrent error c-34 when firing monopolar. The caller stated that the fault was now permanent with monopolar energy only. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and informed site that generator needed to be replace. The tse asked if the customer had a force triad generator in the operating room or with the biomed department, but the caller stated no. At this time, it is not known if the customer completed the procedure using the existing generator or used a backup system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via system logs and reproduce issue via in-house testing. During visual inspection, fa found the unit had no significant scratches or dents. The front bezel was in decent condition. The iesu unit that was placed on a system and was run in normal mode and c-34 occurred during start up and during mono coag energy. Failure analysis concluded that no root cause could be attributed to this issue. As a result of these findings the unit will be returned to OEM for additional failure analysis.

Event description:
Refer to h11 for follow-up information.